Event description:
A physician questioned an imx bhcg result of 652 miu/ml. The account retested the same patient sample on imx and the result was 2,342 miu/ml. No additional patient information was available. No impact to patient management was reported.